Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an endoscopic sclerotherapy procedure performed in the esophagus. According to the complainant, they were unable to inject hardener into the target lesion. Severe resistance was noted with the syringe. Another interject injection therapy needle was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an endoscopic sclerotherapy procedure performed in the esophagus. According to the complainant, they were unable to inject hardener into the target lesion. Severe resistance was noted with the syringe. Another interject injection therapy needle was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
A visual evaluation was performed on the returned interject injection therapy needle device; no anomalies were found. A functional evaluation was performed and revealed that the needle extends and retracts as intended. The device was tested to identify if the lumen was occluded. A syringe was filled with water and injected through lumen/needle without difficultly. Water exited from the needle as intended; no occlusion was identified. The reported issue was not able to be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.